Event description:
The clamp on the tubing of b. Braun tpn bag has its back end crack open as you try to close it. It has happened with 5 of these bags. B.braun has been contacted and they provided more clamps while trying to check the problem. A picture of the occurrence was sent to b. Braun.